Event description:
It was reported by the rep the device was used in an unknown procedure. It was reported the pt's hemoglobin level dropped after surgery, and pt was taken back to surgery that evening. A bleeder was found on the staple line. A white reload was used on the first and second firing of the instrument on this particular staple line. This was the first time the doctor used this stapler. Pt was inserviced. The pt is now doing fine.